Event description:
It was reported to boston scientific corporation that a hydratome sphinceterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure they attempted to orient the device at the papilla of the common bile duct. When they closed the handle no resistance was felt and the tip of the tome did not respond to the manipulation of the handle. The device was removed and the procedure was completed with another hydratome sphinceterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; broken cut wire.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - (unable to bow). A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken and the broken ends of the cutting wire appeared burnt/blackened. The cut wire broke at the location of the anchor. After cutting open the tip and examining of the anchor/cutwire solder joint it was noted that the cutwire had been soldered correctly. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the device would not respond to handle manipulation, however, this was a result of the broken cut wire. During manufacturing, tome devices are 100% inspected for working length and cut wire integrity so the broken wire is likely due to procedural factors. Therefore, the most probable root cause is operational context.